Event description:
Customer reported while pipetting hbsag plate, ID bh0678, no conjugate was delivered to well a6. Plate was aborted via the user. No error message was generated by summit sample handler. A field service engineer was dispatched and was able to duplicate the event. Tip clamp replaced in position 6. No death or serious injury was associated with this event.